Event description:
It was reported that during implant attempt, the atrial setscrew would not lock down and could not be ratcheted. The device was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however a rounded setscrew socket was noted.